Manufacturer narrative:
The t:slim user guide states that after filling the cartridge and before connecting and filling the tubing, reduce the possibility of trapped air in the cartridge by holding your t:slim pump vertically with the cartridge insulin fill port on top. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during bolus delivery. The contact indicated that the customer had not been removing the air from the cartridge before loading it with insulin and thought that this was the cause of the occlusions. The contact declined tandem technical support's offer to troubleshoot. There was no impact to the customer's blood glucose level.